Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that an unknown, new lifescan meter displayed inaccurate results. The complaint was classified based on the customer service representative (csr) documentation. The patient manages his diabetes with insulin which he self-adjusts. He reported that he has all lfs' new meters along with competitors' meter and "has problems with the results". He alleged that the new meters provide results in "the middle range of 100 -180 mg/dl" and "ever higher results" than his one touch ultra2 meter. He reported that on an unknown date and time he tested all meters and increased his dose of novorapid "because of the high results". He reported an unknown time later, he developed symptoms of "sweating, swollen tongue and nervous" which he associated with hypoglycemia. He denied receiving any treatment or medical intervention for his symptoms. During troubleshooting, the csr advised the patient to check the results on the meter(s) against those obtained on a laboratory device. The csr referred the patient to the lfs user manuals. The issue remained unresolved. The patient reported that he will continue to use the onetouch ultra2 meter until he can no longer obtain ultra test strips. He indicated that he was unable to return the lfs products as he "can't say which meter he has had the hypo". This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged product issue began.